Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management reported that after implantation of an intraocular lens (iol) which was explanted with a patient reason of difficulty reading and seeing at a distance and a clinical reason of visual disturbance/dysphotopsia and astigmatism. Additional information was received stating that there was no patient harm.

Event description:
Additional information received and reported that the iol was exchanged for the same diopter but non-toric to toric indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).